Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace curved shears instrument was analyzed and found to have the curved blade broken at the tip of the blade. A piece approximately 0.568" x 0.085" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the harmonic ace curved sheers jaws broke in 2 pieces. The fragment was retrieved during the same procedure. The procedure was completed.